Manufacturer narrative:
Additional information has been requested. Device was not explanted. Synthes is unable to determine manufacturing date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
The synfix spacer was implanted at l4-l5. A 3 month postop follow-up showed on film that synfix at l4 moved anteriorly in unison with the l4 vertebral body. Screw purchase at l4-l5 was maintained. Surgeon believes the implant is still in a good position and has not dislodged from the bone. A facet fusion device was implanted, as per preoperative plan. Surgeon will continue to monitor patient. This is the 1st of 3 reports submitted on this event.